Event description:
It was reported, the implantable neurostimulator (ins) was loose in the pocket. The patient had not felt the ins flip and there was no discomfort in the ins area. The ins was "not too deep" and was parallel to the surface of the skin. The ins was having coupling and/or communication issues. The last successful charge session was "last wednesday." On the date of this report, the patient charged the ins for 6 and 4 hours, respectively, and was only able to charge to 50%. The patient only let the ins get depleted to 25%. Using the antenna locate feature, the patient got a connection of "32-34" when she used to get "78-80." The patient always used the antenna locate feature and adhesive discs to hold the charger in place. It was noted the top of the ins was bulging out. It was later reported that a device flip was the cause of the event. It was stated that there was a charging issue, stating the device "would not couple." It was stated that the device was moved (B)(6) 2012, placed in a cloth pouch, and sutured down all sides. The patient was hospitalized for the event. It was noted that the patient outcome was ongoing serious injury/illness and it was the "second occurrence." If any additional information is received, a supplemental report will be sent. Reference manufacturing report # 3004209178-2012-08513.

Manufacturer narrative:
Product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 37085-95 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 37085-95 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3387s-40 lot# v236136, implanted: 2009 (B)(6), product type lead product ID, 3387s-40 lot# v363992, implanted: 2009 (B)(6), product type lead. (B)(4).